Event description:
The preferred choice of implants wasn't available at the time of the primary surgery. The revision surgery was performed on (B)(6) 2023. There was no delay in surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 10-aug-2022. Expiration date: 01-jun-2032. Part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile. Lot number: 1196p02 (sterile). Lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot numbers 911p923 qty (B)(4) and 911p991 qty (B)(4). Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that a tfna 130 degree short nail was implanted in a patient with a helical blade to treat their fracture. The nail was locked dynamically proximally. The patient suffered from the blade cutting out and revision surgery was required. No further information is available. This report is for an unk - nail head elem: tfna helical blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.